Event description:
Portable powered saw to be used during the case was faulty; the clutch was damaged, causing inadequate cutting of bone, necessitating replacement.

Manufacturer narrative:
The following elements have blank data.